Event description:
New information notes that the lead was capped and replaced.

Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device change out due to normal eri, externalized conductors, noise and increased capture threshold were observed on rv lead. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.